Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. During visual evaluation, the balloon was noted to be inverted. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. No functional testing was performed due to the condition of the balloon. Therefore, the investigation is inconclusive for the alleged deflation problem since no functional testing was performed due to the condition of the balloon. A definitive root cause for the alleged deflation problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. There was no reported patient injury.